Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Date of event is unk. Customer reported that after spiking the blood or saline bag, the tubing separated from the spike above the roller clamp. No pt harm reported. Though requested, no add'l info was available.